Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that customer experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl at the time of incident. The insulin pump quitted working. The insulin pump had motor error alarm. Customer was able to clear the alarm and they were able to rewind insulin pump. The drive support cap appears normal. Customer performed displacement test and it was passed. The insulin pump will not be returned for analysis.